Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Two xtw mitraclips were first implanted (lot: 31016r1072, 40226r1020) successfully. Then, xt (lot: 40213r1010) was attempted to be implanted. During deployment, the clip failed first establishment of final arm angle (efaa). The clip was closed to 30 degrees and continuously opened to 60 degrees when moving the actuator knob from neutral. Troubleshooting was performed but was unsuccessful. Clip was removed. Outside of the body, efaa was attempted but failed again. The procedure ended with mr reduced to grade 3. There were no patient consequences or clinically significant delay.